Event description:
It is reported that the patient was revised, due to medical reasons which are unknown. During the revision surgery, two different screws broke off 3 mm under the head of the screw. Implant and explant dates are unknown.

Manufacturer narrative:
Evaluation summary: the screws and plates are not returned for analysis. The item and lot numbers are also unavailable for verifying manufacturing records. However, in general, fracture of screws may occur due to : use of powered screwdriver and not manual hex screwdriver. Screws when driven under power, tend to snap at the head if they are not withdrawn early. Worn out hex tip-screwdriver could lead to application of more insertion/removal torque than required resulting in fracture. Off-axis seating of the driver and/or failure to pre-drill the bone to full depth while insertion could also lead to fracture. The exact cause could not be ascertained since actual surgery conditions and facts stated above are unknown. The screws however, are regularly tested (including comparisons to competitive cortical screws) and found acceptable under torsional and fatigue loading conditions. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reported. Zimmer, inc considers the investigation closed.